Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2025, the patient was experiencing nausea, vomiting, and chest pain. The patient¿s cgm was reading 87 mg/dl. No bg meter comparison value was reported. Thinking the patient may have a stomach bug, the patient¿s parents took him to the emergency room. In the ER, the patient¿s bg meter reading was 400 mg/dl while the cgm was reading in the 80s mg/dl. The patient was wearing a tandem insulin pump. A blood gas test was done and confirmed the patient had diabetic ketoacidosis (dka). The patient was treated with an IV insulin drip and admitted to the intensive care unit (ICU). The patient¿s bg meter reading was still 400 mg/dl then decreased to 370 mg/dl in the ICU. The patient¿s cgm was removed. The patient was discharged after 5 days in the ICU. At discharge, the patient¿s bg level ranged between 70-120 mg/dl. The patient also still had some ¿residual chest pain¿. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient initially had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.